Event description:
Over the course of approx 10-12 days, my infusion sets have been improperly delivering or completely fail to deliver insulin. Sets are meant to last after subcutaneous insertion for up to 3 days, but are failing in less than 24 hrs. I am type 1 diabetic, completely dependent on insulin. Experiencing high blood glucose levels and beginning ketoacidosis when insulin fails to deliver at night. Entire box of 10 sets clotted off completely and verified after removing sets and testing manually - medtronic minimed 530 pump displays, "no delivery." Called medtronic tech support still waiting for assistance. No support yet. Minimed sure-t paradigm infusion sets: 18" tubing 6mm catheter.